Event description:
A female admitted to hospital from hematology/oncology clinic after experiencing rigors and fever after her catheter port was flushed with saline and heparin flush -100units/ml. Her pmh includes ovarian cancer, s/p chemotherapy. Tumor is now slow growing and pt is not receiving chemo. She came to the clinic for a blood draw and cath port flush. Pmh is significant for a recent - in 2008 - blood culture - + - coag negative staph. Upon this admission, her blood cultures grew e coli, however, her cath tip culture was ---.